Event description:
The patient reported, that after passing through a security gate at store with her implant on, she felt a shocking sensation. She could not turn off her stimulator after this event. The patient was instructed to change the batteries in her programmer and this allowed her to turn off her stimulator. She also commented that since her implant, she had experienced painful cramping in her legs and feet, when she has the urge to urinate. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.